Event description:
The complainant alleged that during biomed testing, the device's manual mode key switch would not allow access to manual mode. The complainant indicated that there was no pt involvement in the reported malfunction.